Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is not receiving effective stimulation therapy from her scs system. Reprogramming did not resolve the issue. The pt is pending a f/u with her physician and a sjm rep to further evaluate the issue.